Event description:
This spontaneous case was received on (B)(4) 2013 via a sales rep and concerned a female patient. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient received treatment with restylane l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine) injection, 0.2 ml on the nose. The batch number used was not reported. On an unk date, the patient developed what is thought to be a possible staph infection. The patient was treated with antibiotics. The outcome of the event was unk. The reporter did not provide a causality assessment. For reference purposes only , this case has also been assigned the following tracking number: (B)(4). No further information was provided.

Manufacturer narrative:
(B)(4); the event staphylococcal infection is assessed as serious and possibly related.